Event description:
The vocsn ventilator screen allegedly "froze" during use, which prevented the caregivers from being able to switch to suction / nebulizer therapies. Pt was at summer camp. The screen allegedly "froze" so no therapies could be started (but the ventilator was still functional). The caregiver powered down the vent and then powered it back on. The ventilator was still working, the screen was no longer frozen, but the suction and nebulizer allegedly no longer worked. The pt had a second vent at camp, so the pt suffered no harm from the situation. Reporter's email: (B)(6).